Event description:
Major pump unit(s) involved: external control system failure. Alert only "controller malfunction", no pump interruption. Specific component(s) involved: external controller malfunction. Alert only, no pump interruption. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external controller. Type: lvad.

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction